Manufacturer narrative:
(B)(4). Review of device manufacturing record history confirmed device met pre-release specifications.

Event description:
On (B)(6) 2017, an axillobifemoral gore-tex® stretch vascular graft was used in a bypass surgery for tevar. The implant sites of the gore-tex® stretch vascular graft were in the patient's right axillary artery, left carotid artery, and left axillary artery. On (B)(6) 2017, a seroma was observed on the gore-tex® stretch vascular graft close to the anastomotic sites of the right axillary artery and the left axillary artery. Two units of plasma and a drainage were administered. However, the seroma did not decrease. The physician elected to monitor the patient since a blood coagulation was observed. Another seroma formation was seen on the dialysis shunt location. As reported, the physician stated the seroma formation may be due to patient¿s hematic matter.